Event description:
The user facility reported that water was leaking from underneath their washer. No injury was reported.

Manufacturer narrative:
A steris service technician inspected the washer and found loose hose clamps. In addition, the technician found a leak on the rubber hose connection from the sump motor into the spray arms and rack. The technician tightened the clamps and all fittings underneath the washer, ran a test cycle and returned the washer to service.